Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at implant the estimated longevity of the device was 1.5 years. One year post implant of the device, the estimated longevity is at 5.5 years. The customer wanted to know why the device longevity fell off 5 years of longevity in one year. The device remains in use. No patient complications have been reported as a result of this event.